Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on insulin pump a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 187 mg/dl. Customer stated that the pump was exposed to fluid, keypad was responsive and the customer received alarm immediately after moisture exposure. Self test was performed and it did not pass. Customer was also advised to place pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.